Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's (B)(4) regarding system error 2240, which occurred on the homechoice during dwell 7/7. The sample was discarded and the lot number was unknown. Proper procedures per the user manual were reviewed with the home patient (hp). Product surveillance contacted the hp regarding the reported incident. The hp stated he could not recall details of the alarm, but has had no further problems. The cause of the alarm was undetermined. The hp is continuing therapy as usual. A companion sample was not available. No patient injury or medical intervention was reported. No additional information was made available at the time of this call.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.